Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-lease specifications. Conclusion: endoleak. The gore excluder aaa endoprosthesis for use, it states: complications associated with the use of the gore excluder aaa endoprosthesis may include, but are not limited to: endoleak, embolization. Additional device(s) related to this event.

Event description:
In 2007, the pt was implanted with gore excluder aaa endoprosthesis, for treatment of an infrarenal abdominal aortic aneurysm. The aneurysm extended to the right common iliac and involved the hypogastric and external iliac bifurcation. Coil embolization of the right hypogastric was performed with tornado coils. The pt tolerated the procedure, there was no sign of any endoleak. In 2008, the pt underwent an attempted percutaneous abdominal aortic aneurysm sac embolization, of a type ii endoleak. Multiple attempts to puncture the sac were made, but were unsuccessful. The procedure was aborted. The following month, the pt again underwent reintervention for embolization of the type ii endoleak. Puncture of the aneurysm sac was successful. Computed tomography (CT) scan determined the origin of the endoleak to be two patent 4th lumbar vessels as the source of the endoleak. The sac was embolized with 1.5ccs of thrombin and azur detachable hydro coils and tornado platinum coils. The pt tolerated the procedure and there was no evidence of endoleak demonstrated. There is no further pt info available.